Manufacturer narrative:
The investigation for the high purge pressure has been completed. The data log confirms high purge pressure and purge system blocked alarms. The purge pressure begins to rise on the first day of the case and rises over the course of about 25 minutes until there is the first high purge pressure alarm. The logs then show the high purge pressure resolve the next day. A visual inspection of the pump did not reveal any abnormalities. The pump was attached to a purge cassette and a console and ran in the lab and the high purge pressure was not reproduced. The cause of the high purge pressure was most likely biomaterial. The high purge pressure was resolved with the infusion of tpa. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 83yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there were high purge pressure alarms with low purge flows on the pump. There were no kinks in purge tubing observed. Patient was started on tissue plasminogen activator (tpa) protocol and the purge flows returned to normal. There was no patient harm reported.